Manufacturer narrative:
(B)(4). Returned product consisted of an xmi thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and it was observed that the effluent line was cut 112cm from the pump. Functional testing was performed by placing the device in the console. The device primed and pumped. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® ultra xmi® thrombectomy set was prepared for a thrombectomy procedure. Aspiration was initiated inside the patient's body. They were making passes with it when an error message to replace thrombectomy set displayed. A different angiojet catheter was used to complete the procedure. There were no patient complications and the patient was fine.